Manufacturer narrative:
Per the site, patient information cannot be provided without patient's acceptance. On (B)(4) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, confirmed that the same event occurred in ent, cranial and spine. The navigation system was switched to a back-up computer. A running test was done after that and it showed good results. Return requested. Replacement computer ordered to site 05/23/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site doctor that while in an ear, nose & throat (ent) procedure, the navigation system unexpectedly exited the software and returned to the start-up screen. The surgeon was using the ent application, registration was completed and navigation was being used in clean region when the exit occurred. The surgeon opted to continue the procedure to completion without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.